Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 18-apr-2017. Product investigation is in progress.

Event description:
The lower part of the dual head dislodged in mouth / lower end came off / broken toothbrush [device breakage]; no adverse event [no adverse event]. Case description: a wife reported via e-mail on 02-apr-2017 that her husband of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown a couple of days ago, and the lower part of the oral-b dualaction brushhead dislodged in his mouth. The wife stated that no harm was done to his teeth, gum, or mouth. She attached a photo of the toothbrush whose lower end came off while her husband was brushing his teeth. No symptoms developed. Received 03-apr-2017 received wife's follow-up e-mail: the wife reported that she did the coin scratch test, and the coin just glided over the oral-b logo and nothing came off. No further information was provided. Received 04-apr-2017 received wife's follow-up e-mail: the wife reported that she was happy to send the brush head, however, she noted that her husband threw away the broken end so they just had the top bit left. No further information was provided. Received 26-apr-2017 received wife's follow-up e-mail: the wife reported that she sent off the broken toothbrush as requested. No further information was provided.

Manufacturer narrative:
27-jun-2017 product investigation results: reporter returned one toothbrush head on 18-apr-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
The lower part of the dual head dislodged in mouth / lower end came off / broken toothbrush [device breakage]. No adverse event. Case description: a wife reported via e-mail on (B)(6) 2017 that her husband of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown a couple of days ago, and the lower part of the oral-b dual action brushhead dislodged in his mouth. The wife stated that no harm was done to his teeth, gum, or mouth. She attached a photo of the toothbrush whose lower end came off while her husband was brushing his teeth. No symptoms developed. (B)(6) 2017 received wife's follow-up e-mail: the wife reported that she did the coin scratch test, and the coin just glided over the oral-b logo and nothing came off. No further information was provided. (B)(6) 2017 received wife's follow-up e-mail: the wife reported that she was happy to send the brush head, however, she noted that her husband threw away the broken end so they just had the top bit left. No further information was provided. (B)(6) 2017 received wife's follow-up e-mail: the wife reported that she sent off the broken toothbrush as requested. No further information was provided.